Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors. It was reported that the instrument did not fire and difficult to unload. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation calibration error. Functional testing found that there was an articulation calibration error in the data saved to the system. The most likely cause could not be established from the information available. This issue may occur when the firing stroke was not completed during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the pulmonary lobectomy, the instrument broke, specifically at the articulation joint of the reload. Add itionally, the instrument was closed but did not fire. It was also mentioned that the reload could not be unload since the reload was articulated. The device was replaced with another adapter and reload to resolve the issue. No patient complications have been reported as a result of this event.